Event description:
It was reported by the patient that they had let the right ins deplete so they were using their wireless recharger (wr) to charge ins and needed assistance. Tss reviewed the recharger function. The patient said they're at the screen showing 'depleted ins' at an orange level with good coupling. Tss reviewed maintaining the position to charge the ins. The patient mentioned their left side tremor did start once the ins had depleted, but this was resolved once the right ins stimulation was turned back on. Additional information was received from a patient's representative regarding an implantable neurostimulator (ins). The consumer reported that the patient has always had difficulty charging the ins on their right side, but they have no issue charging the left ins. The consumer stated that the right ins doesn't want to take a charge, and they have to constantly reposition the wireless recharger (wr) to get it to charge. The consumer noted that the wr would disconnect from the right ins even when the patient didn't move. The consumer mentioned that the patient was "super lean," noting that there was "no fat layer" between their skin and the ins. Thus, the caller did not think the coupling issue was related to the depth of the right ins. The caller mentioned that the right ins shut itself off the other day because the patient couldn't get it charged. The patient confirmed they were powering off the wr before powering it back on to charge the other ins, but the consumer was not sure if the patient was doing that. The consumer said they will ensure the patient powers the wr off before powering it back on to charge the other ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.